Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 173mg/dl. The customer also mentioned that the device alarmed no delivery during bolus. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with protruded/loose drive support disk. Unable to confirm the no delivery alarm due to the protruded/loose drive support disk. The device had cracked reservoir tube lip, reservoir tube, scratched reservoir tube window, lcd window and case.